Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. Customer states that while fishing the insulin pump got wet. The blood glucose reading is 112 mg/dl. The insulin pump was replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.